Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst noted that the carelink report shows the electrogram (egm) and markers are not aligned correctly in non-sustained ventricular tachycardia (vt) stored episode 10.

Event description:
It was reported that the device indicated a misalignment between the marker channels and electrogram (egm) which then appeared to be an episode of undersensing when the patient had their device interrogated by the programmer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.